Event description:
It was reported that the ilet bionic pancreas user experienced recurrent low blood glucose events, including a documented value of 46 mg/dl, with treatment using soda and glucose tablets and a current reading of 106 mg/dl; the user often pauses the system due to fear of hypoglycemia, and the agent provided education on appropriate hypoglycemia treatment and the risk of overtreatment as well as how frequent pausing can maladapt the ilet. Symptoms included hypoglycemia without typical warning symptoms. Outcomes included the need for oral carbohydrate intervention and user education. Investigation included review of synchronized reports and troubleshooting with education on best practices. Investigation of this case revealed no device malfunction reported, with user behavior factors such as frequent pausing and potential overtreatment likely contributing to low glucose and glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.